Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178014. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material #: 305180 batch#:4178014. It was reported by customer that thy had several reports of coring issues with the bd blunt fill needles (lot #4178014) consistent core rubber stoppers and cause rubber fragments to dislodge into the vial or syringe. Rcc received a complaint via email. We have had several reports of coring issues with the bd blunt fill needles (lot #4178014) consistent core rubber stoppers and cause rubber fragments to dislodge into the vial or syringe. More than 6 health care providers reported it at one facility and in another case, a pharmacy technician. Shared that it happened ¿12 times in one day and that the number of vials cored last week add up to more than I have cored in my 33 year career¿ with the same product. (Lot unknown).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.